Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: faulty vacutainers, not enough vacuum and not pulling the amount of blood they need, several of them are cracked, - mentions that they need to stick patients multiple times, and this is the 3rd occurrence - states issue has been going for 10 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged tubes and underfill was observed. Additionally, 30 retention samples from bd inventory (10 from lot 1014043, 20 from lot 0316293) were evaluated by visual examination and functional testing and upon completion the indicated failure modes for damaged and underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubes and underfill. Bd has initiated further root cause investigation relating to the issue of underfill for lot# 0316293 through corrective and preventive actions. Bd has initiated a CAPA 3751672 investigation relating to the issue of underfill to further identify potential root cause(s) and apply corrective actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: faulty vacutainers, not enough vacuum and not pulling the amount of blood they need, several of them are cracked, - mentions that they need to stick patients multiple times, and this is the 3rd occurrence - states issue has been going for 10 months.